Event description:
It was reported the patient never had therapeutic effect and the pump was not functional. The pump was turned all the way down on (B)(6) 2014. The patient did not have any change so the health care provider reviewed the pump was not working. The patient was scheduled for an MRI on (B)(6) 2014 to confirm the status of the pump. The patient had been having issues for ¿months and months¿ and they were ¿increasing and increasing¿ with no change in pain control. It was thought the pump had never worked when it was implanted in 2009. There were no volume discrepancies, previous diagnostics, or alarms that the reporter was aware of.

Event description:
Additional information received reported that an empty reservoir alarm was heard and confirmed by telemetry. It was stated that the patient¿s pump went dry. The patient was unable to get the pump refilled today due to changes in insurance. The pump was not going to be filled with saline. The patient was reportedly taking oral medication. The patient did not have a managing healthcare provider (hcp) at this time. The pump previously contained compounded baclofen and sufenta.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
It was later reported that the patient had an extremely high dose and the hcp lowered it. It had no effect at all. It was noted that this hcp stopped seeing the patient due to insurance reasons and the patient did not currently have a doctor.

Manufacturer narrative:
(B)(4).